Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification of user error was selected as the balloon was inflated past the rated burst pressure. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous superficial femoral artery. Sterling otw 4.0 x 20/80 (4f) balloon was inflated to fifteen atmospheres on the first and second inflations. On the third inflation, the balloon was inflated to thirteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.